Manufacturer narrative:
A ge oec service representative investigated the issue and erased the nodes and re-loaded software. Loose wires were noted on the battery circuit breaker and were also repaired. User connected incorrect system workstation to the mainframe causing the issue. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.